Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B) (6) 2010, a customer contacted roche diagnostics and reported six different blood glucose episodes where he had to go to hospital. The customer reported no specifics about the incidents, but stated was using his deceased grandmother's one touch ultra meter. He stated the meter kept displaying an error, and he was unable get a reading on it. The one touch ultra mentioned in these events is not mfg or imported by our firm. (B) (6)